Event description:
Increased bilat. Hip pain. Left more than rt. Cement layer loosening from the polyethylene cup. Advanced degenerative joint disease 12/23/96 left total hip revision with bone grafting ilium.